Event description:
The patient reported that the keypad buttons were not always working. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.